Event description:
As reported, "doctor was performing a lead extraction procedure using a liberator and a 9fr byrd dilator. The byrd dilator perforated the svc. The svc was repaired surgically and the patient is doing well."

Manufacturer narrative:
Conclusions: no conclusion can be drawn, device not returned.